Manufacturer narrative:
(B)(4). Insulin pump received with broken, dented retainer ring. Unable to perform displacement test due to broken retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to broken/dented retainer ring. The following were noted during visual inspection: partially broken, dented retainer, cracked case on battery tube side and pillowing keypad overlay.

Event description:
Information received by medtronic indicated that the insulin pump had a crack on the battery compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.